Event description:
Boston scientific received information that this right atrial (ra) lead during implant perforated the heart wall. The lead also exhibited pacing impedances of greater than 3000 ohms as well as pacing inhibition. The physician moved the lead and all numbers were back within range. A pericardialcentisis was done and the patient was fine after that. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.